Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient was observed to have heparin induced thrombocytopenia (hit). The impella purge solution was changed to sodium bicarbonate to manage the complication. It was reported that impella 5.0 was explanted, and a permanent ventricular assist device was placed. The procedural outcome was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.